Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had air bubbles in her infusion set tubing. The patient's blood glucose at the time of incident was 148 mg/dl. The customer mentioned that she had been having high blood glucose episodes as well, but no further information about her blood glucose was provided. Troubleshooting did not occur as the customer already removed the set that she had the bubbles with. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated four opened/used reservoirs. Performed pre-fill reservoir and passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly. No air bubbles were noted.